Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to t-wave oversensing on primary vector. The patient has a newly developed bundle branch block (bbb) and the reference subcutaneous electrocardiogram (s-ECG) did not match their actual signal morphology. Automatic setup classified the primary vector as usable. A new reference s-ECG was created to mitigate further inappropriate therapy. Besides the inappropriate shocks, no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to t-wave oversensing on primary vector. The patient has a newly developed bundle branch block (bbb) and the reference subcutaneous electrocardiogram (s-ECG) does not match their actual signal morphology. Automatic setup classified the primary vector as usable. A new reference s-ECG was created to mitigate further inappropriate therapy. Besides the inappropriate shocks, no other adverse patient effects were reported. This s-ICD remains in service.